Event description:
Since having breast implants had to undergo a revision due to complications regarding breast implants, still lots of pain and burning breast still discolored, still continued to have adenopathy of multiple lymph nodes. White blood count continues to stay elevated. Under dr's supervision and evaluating breast implants. Continue to feel plastic rubbing against muscle. Lymph nodes continue to stay elevated. FDA safety report ID# (B)(4).